Event description:
It was reported to philips that the heartstart xl+ defibrillator showed error message therapy delivery test failed. There was no patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. Ic u40 was found defective.